Manufacturer narrative:
(B)(4). The instructions for use of the product have been checked and the following side effects are listed: "in very rare cases, there may be a mild burning sensation after application of prontosan, but this usually dissipates after a few minutes. Prontosan can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported." The product quantities sold in 2017 for prontosan wound irrigation solution were about (B)(4) units. No negative trend can be observed. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference and continue to monitor other reports for similar nature. If additional pertinent information becomes available, a follow up report wil be submitted. Samples were sent for analytical investigation. All tested parameters were within the specifications. Therefore, no product failure detected.

Event description:
Had a lady call today at about 11.58 am called (b(6) who is a podiatry nurse within the (B)(6) community at (B)(6) health centre. She advised that she used prontosan on a patient yesterday and he collapsed and stopped breathing for about 20 seconds, and also had a rash on his torso. He was then admitted into hospital and had a CT scan done and was given some anti histamines and adrenaline and was discharged from hospital late yesterday. After speaking to the nurse she supplied further information to clarify a few points regarding the adr. The patient has injury on both feet, the nurse was treating the 1st foot, she applied the prontosan to the patient's foot and the patient began to feel unwell, with tingly sensation, shaking, he lay on his side. He had a seizure, and stopped breathing for an estimated 20 seconds, he was seen by a 1st responder, his heart was fast and irregular. The foot was treated about half an hour later with the prontosan. There was no real reaction as there was before, his blood pressure did go down later on, and he found he had a rash on his body. Ambulance called patient recovered. Patient said it affected his whole body.